Event description:
It was reported that the patient was experiencing discomfort near and around the ipg site as well as in the legs even when stimulation was turned off. It was noted that the patient was experiencing numbness in the legs and was feeling residual sensations. The patient underwent an ipg replacement procedure and the explanted ipg was discarded by the medical facility.